Event description:
It was reported by the rep the device was used during a lung wedge resection. The surgeon tried to fire a tlc55 on patient's lung and the instrument wouldn't fire without incident. There was no consequence to patient.